Event description:
The patient wore the pump for a CT scan and an MRI in september. Patient also wore the pump for an x-ray in january. When asked how the blood glucose (bg) levels have been, patient had not been testing and had been going by the sense of feeling. For the past two days the bgs have been running high and patient has been feeling strange. Today the reading was off the meter. Patient had just given herself an injection of 20 units and her bg reading was 515. Patient had changed the site the previous evening. Patient was advised to change everything out again. The basal rates and time and date were correct. The bolus history was reviewed and the total delivery appeared to be recorded correctly. Patient was advised to continue to monitor the bg.